Event description:
This complaint is reportable based on the analysis approved on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty intervention procedure the device would not cross the lesion. Vascular access was gained via the femoral artery. The 90% stenosed, 30mm long target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following predilation with a 2.0x2.0mm unspecified balloon, a 2.75mm x 38mm promus element plus drug eluting stent was advanced but could not cross the lesion. The procedure was completed with a different device. No complications were reported and patient status is stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has been received for analysis. A visual and microscopic examination identified proximal stent damage and tip damage. The first four rows of struts on the proximal end of the stent were stretched out over the proximal markerband causing some of the struts to be raised up. The tip of the device was damaged (edge of the tip was bent back). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The hypotube was kinked at 140 mm and 370 mm distal to the catheter's strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).